Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The patient reported that they have been experiencing pocket pain since the device's implant. It was stated that the device was not secure in pocket and moved around. Technical services (ts) stated that the shock impedance was gradually rising but has been stabilized. Ts stated that it was possible the device moving could have caused the high out of range shock impedance. The patient was sent for a chest x-ray. The physician discussed having a pocket revision, but it has not been scheduled. However, it was ultimately decided to continue to monitor the issue. The lead remains in use. No adverse patient effects were reported.